Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) - patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. Ni/ni/ni - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence and adhesion thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence and adhesion as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2011) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. Ni/ni/ni - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral hernia and umbilical hernia thereby underwent open hernia repair with the implant of bard flat mesh (device #1). Per operative notes, "the hernia sac was identified and the umbilicus was separated from the sac and was dissected. The ventral hernia sac was left intact. The umbilical defect was closed and a piece of bard flat mesh (device #1) was secured and sutured." (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia and small bowel adhesions thereby underwent open hernia repair with the implant of bard flat mesh (device #2) and biological graft. Per operative notes, "dense adhesions of the omentum were dissected from the anterior abdominal wall. The mesh (device #1) that had been placed against the anterior rectus sheath, there was a space beneath the mesh and between the distal portion of the rectus muscle. The small bowel herniated beneath the mesh and was adherent to the mesh. Adhesions was performed and a piece of biological graft was tacked down with sutures. The entire anterior abdominal wall was placed with a piece of bard flat mesh (device #2) and sutured." Attorney alleges that the patient had adhesions, pain, inflammation, bowel problems, fluid buildup, additional surgeries to remove/repair, emotional injuries.